Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level at time of admission was unknown, but was 382 mg/dl at time of call. The customer's symptoms included vomiting, nausea, tiredness, and tingling arms and legs. The customer was treated in the emergency room with insulin drip. The customer treats with manual injection and the insulin pump. The outcome of the visit was that he was not in diabetic ketoacidosis and his blood work came back fine. The customer reported puss at insertion site. It was found that customer increased the basal rates. The product was not returned for analysis.